Event description:
Here is the breakdown I provided our clinicians during this issue. Right now we cannot use the beds with the baxter pumps because they will not infuse. Baxter does not have a resolution. Situation: when we use the hill-rom envella bed in any of our units they cause add'l static electricity that shorts the baxter sigma puts out causing them to stop infusing. Background: the hill-rom envella bed uses an air fluidized therapy as a part of their therapy surface, because the bed is continuously pushing air through the beds surface. It dries the area around it out causing an increase in static electricity that is made worse by the dry conditions of winter. Due to the decrease in humidity and the increase of static electricity this causes the pump to error out and stop infusing. Assessment: we reached out to the hill-rom reps to see if a different bed is offered but unfortunately this is the only bed of its kind. We also reached out to baxter to find out if there is a fix or a workaround for this issue. They provided the documentation but do not have a resolution. Their assessment is that the environment based on our flooring needs to be at 30% humidity or above and the bed needs to be properly grounded, both of these conditions are satisfied yet we continue to have this issue. The newest version of the baxter sigma pump is better insulated and can withstand add'l static electricity, the new esd ratting for the air is 16kv while the current version of pump that we have is only rated up to 6kv but may still run into the same issues. (B)(6) reached out to baxter as well and they recommend that we do not have two versions of baxter sigma pumps throughout the hosp. (B)(6) mentioned that we would need different drug library's and it would take a large amount of time to get new pumps set up. FDA safety report ID# (B)(4).